Event description:
New information was obtain indicating that the user facility was able to run cardioplegia flows of 250-300ml/min but seeing pressures between 200-250mmhg.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 25, 2020. Upon further investigation of the reported event, the following information is new and/or changed: a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added - describe event or problem) d4 (additional device information - added exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to correction and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes (10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device method code #2: 11 - testing of device from same lot/batch retained by manufacturer method code #3: 3331- analysis of production records results code: 213 - no device problem found conclusions code: 67 - no problem detected. Visual inspection was performed on the returned sample. There was blood noted within the valve, no other visual anomalies were noted on the sample. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was setup to be manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. The returned sample met specification and functioned as intended. The retention sample was functioned as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The valves were being used in an aortic root vent line and leaked during cardioplegia delivery.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the overpressure safety valve leaked. The valve was being used in an aortic root vent line and leaked during cardioplegia delivery. They were on regular integrate flow with the vent on and were told to turn off the vent. When the vent was turned it off, that's when the valve was noted to be leaking and it was like a steady stream coming out from the bottom of the valve. They took the 1st valve out and replaced it with a 2nd valve, which also leaked. The leaking stopped on the 3rd valve replacement. There was an approximate blood loss of 250 cc. There was a delay of 15 minutes. Product was changed out. Procedure was completed successfully.